Event description:
While filling the insulin syringe with 70/30 humalin insulin, the user noticed the syringe continued to fill beyond her required dosage. The user injected the entire contents without adjusting her dosage, ate normal breakfast, lunch and snack, then fell asleep from approximately 3:30 pm to 7:00 pm when her husband awakened her. The user indicated that the syringe plunger movement was at fault for her receiving additional insulin, which she believes resulted in her excessive sleeping.